Event description:
The subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted over a year and a half later for reported normal battery depletion and returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two to three inappropriate shocks for t wave oversensing that was a result of low r wave amplitude. Therapy was programmed off and a procedure was performed. During the procedure the physician was unable to advance a new lead into the ventricle, so the procedure was aborted. A new sensing vector as programmed and the patient was scheduled for follow up at a different clinic. At this time the s-ICD remains in service and no additional adverse patient effects were reported.